Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: zoll medical corporation evaluated the device and the device performed to specification. Review of the device history logs indicated a single instance of a shock attempt on the reported event date, however, the recorded shock entry was found to be corrupt. A corrupt record within the log is caused when the impedance measurement taken immediately prior to discharge is out of range indicating a connection problem between the patient and the electrodes. The device passed all testing but it is noteworthy to mention the electrode pads used at the time of the reported event were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), after removing the electrode pads, a circular burn was observed on the patient. Complainant indicated that the patient sustained a first degree burn.